Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the dilator was allegedly difficult to insert, twisted into the patient and kink was noted. It was further reported that the patient experienced pain, traumatized and there was a risk of bleeding. The current status of the patient is unknown.

Event description:
It was reported that during a port placement procedure, the dilator was allegedly difficult to insert, twisted into the patient and kink was noted. It was further reported that the patient experienced pain, traumatized and there was a risk of bleeding. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one peel-apart sheath with a vessel dilator was returned for evaluation. Visual and microscopic visual evaluation were performed on the returned device. The investigation is confirmed for the reported deformation due to compressive stress issue as a bend was noted on the dilator and tip of the dilator was found deformed. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown and could not be reproduced under laboratory conditions. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3, h6 (patient, method). H11: e3, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2022). Device pending return.

Event description:
It was reported that during a port placement procedure, the plication of the dilator had problem and not allowing the catheter to descend. There was no reported patient injury.